Manufacturer narrative:
A service provider of infutronix provided the evaluation report for the affected administration set on 08/10/2021. It was confirmed the proximal end of the cassette and distal end of the cassette were installed opposite direction on the cassette. The reported complaint was confirmed.

Event description:
On 08/06/2021, infutronix received a complaint from an end user: "an administration set model hs-004 lot 2008003 set was not pushing any fluid out of the set, instead the bag was filling with air." Device operator was a nurse. Medication infused was 5fu. A patient was involved but not harmed. The contract manufacturer of the affected device is (B)(6) medical co. Ltd.